Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 120, 48, 157, 109, 54, 116, 59 mg/dl. Tests were done within 10 minutes with a difference of 40 mg/dl. Patient did not experience any adverse events.